Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medicall products: 419478, lead, (B)(6) 2006. D314trg, (B)(6) 2011. (B)(4).

Event description:
It was reported the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. The lead exhibited high short interval counts (sic), t-wave oversensing (twos), non-sustained tachycardia episodes, noise, high impedance on the superior vena cava (svc) coil and low-voltage portions of the lead and high thresholds. The lead integrity alert (lia) was also triggered. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.